Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-1200 serial: (B)(4) description: precision montage MRI ipg sterile kit model: sc-2408-56 serial: (B)(4) description: avista MRI perc lead kit, 56cm model: sc-4319 lot: 19545712 description: clik x MRI anchor the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had a fever and swelling due to an infection in the midline lead and was placed on antibiotics. The patient underwent an explant procedure. Infection was not device related. No device malfunction was suspected.